Event description:
It was reported that the user announced additional meals to correct hyperglycemia after a high-carbohydrate breakfast, including announcing a lunch despite not eating, and received education that meals should not be used as correction for high blood glucose; the device alerted to both high and low glucose and the caregiver assisted due to the user¿s broken leg. Symptoms included none reported. Outcomes included successful correction of a low with glucose tablets and return of blood glucose to range without medical intervention. Investigation included customer interview and troubleshooting with user education regarding appropriate use of meal announcements and high blood glucose management. Investigation of this case revealed user technique/use error related to inappropriate meal announcements as the precipitating factor, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that user error was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.